Event description:
The reporter stated that the surgeon was advancing a 21.0 diopter three piece silicone lens in a aq cartridge-fp and felt that the lens was tight in the cartridge and the lens tore upon insertion. The surgeon removed the lens without enlarging incision and replaced it with another same model lens. They thought it was due to the cartridge. No pt injury.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received, and a visual inspection shows no visible damage to the lens. There is clear surgical residue on the lens.